Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 39-year-old female patient who had essure (batch no. 787216-not valid,808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals, blood pressure increased, stress urinary incontinence, allergic reaction to antibiotics, iron deficiency anemia, menorrhagia, endometrial ablation, cesarean section, dysfunctional uterine bleeding and endometriosis. Previously administered products included for an unreported indication: lupron. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), drug hypersensitivity ("allergic or hypersensitivity reaction/ allergic or hypersensitivity reaction ¿ cephalosporins"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced asherman's syndrome ("other injury(ies) or complication please describe: d&c x2- diagnosed with asherman's syndrome"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)), d&c x2-). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the drug hypersensitivity, dyspareunia, asherman's syndrome and abdominal pain outcome was unknown. The reporter considered abdominal pain, asherman's syndrome, drug hypersensitivity, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in expiration date(s): 07-sep-2013, 01-nov-2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: reporters and medical history were added. Updated event allergic or hypersensitivity reaction/ allergic or hypersensitivity reaction ¿ cephalosporins (previously reported as allergic or hypersensitivity reaction). Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 39-year-old female patient who had essure (batch no. 787216-invalid,808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals, blood pressure increased, stress urinary incontinence, allergic reaction to antibiotics, iron deficiency anemia and menorrhagia. Previously administered products included for an unreported indication: lupron. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced asherman's syndrome ("other injury(ies) or complication please describe: d&c x2- diagnosed with asherman's syndrome"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)), d&c x2-). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the hypersensitivity, dyspareunia, asherman's syndrome and abdominal pain outcome was unknown. The reporter considered abdominal pain, asherman's syndrome, dysmenorrhoea, dyspareunia, hypersensitivity and pelvic pain to be related to essure. The reporter commented: discrepancy noted in expiration date(s): (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 39-year-old female patient who had essure (batch no. 787216-not valid, 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals, blood pressure increased, stress urinary incontinence, allergic reaction to antibiotics, iron deficiency anemia and menorrhagia. Previously administered products included for an unreported indication: lupron. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced asherman's syndrome ("other injury(ies) or complication please describe: d&c x2- diagnosed with asherman's syndrome"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)), d&c x2-). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the hypersensitivity, dyspareunia, asherman's syndrome and abdominal pain outcome was unknown. The reporter considered abdominal pain, asherman's syndrome, dysmenorrhoea, dyspareunia, hypersensitivity and pelvic pain to be related to essure. The reporter commented: discrepancy noted in expiration date(s): (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-may-2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure (batch no. 787216, 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals, blood pressure increased, stress urinary incontinence, allergic reaction to antibiotics, iron deficiency anemia and menorrhagia. Previously administered products included for an unreported indication: lupron. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced asherman's syndrome ("other injury(ies) or complication please describe: d&c x2- diagnosed with asherman's syndrome"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)), d&c x2-). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the hypersensitivity, dyspareunia, asherman's syndrome and abdominal pain outcome was unknown. The reporter considered abdominal pain, asherman's syndrome, dysmenorrhoea, dyspareunia, hypersensitivity and pelvic pain to be related to essure. The reporter commented: discrepancy noted in expiration date(s): (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- allergic or hypersensitivity reaction, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, other injury(ies) or complication please describe: diagnosed with asherman's syndrome, abdominal pain. Medical history, historical drug, lab data, reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.